Manufacturer narrative:
(B)(4). The actual device was evaluated and the reported condition of water leak was confirmed. The root cause of the reported condition was determined to be a leak from the heat exchanger. The heat exchanger screw was tightened on the device. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The device passed all testing. A follow-up report will be submitted if additional information becomes available.

Event description:
A nurse from (B)(6) reported the device was leaking. The process step and any report of patient injury or medical intervention are unknown. The field service technician went onsite to fix the device.